Manufacturer narrative:
Batch review performed on 08-aug-2024: lot 2302982: (B)(4) items manufactured and released on 30-may-2023. Expiration date: 2028-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 08-aug-2024: lot 2302405: (B)(4) items manufactured and released on 24-may-2023. Expiration date: 2028-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review, but on the same liner that not was revised in the precedent revision surgery on this same patient.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised successfully the liner.